Manufacturer narrative:
No customer returns were available for investigation. Customer complaint data was reviewed and no adverse trends were identified. Normal complaint activity was seen for prism hcv reagent lot 74080m500. Review of field data indicates that the initial and repeat reactive rates for the prism hcv reagent lot 74080m500 are less than the package insert upper 95% confidence intervals. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the prism hcv assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in repeat reactive results after switching to prism hcv reagent lot 74080m500. The repeat reactive samples were sent out for confirmatory testing and most of the results came back nonreactive. No adverse impact to patient management was reported.